Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a blank display for channel a was confirmed during product evaluation. The root cause was determined to be a faulty pump head module (phm) display. The phm display was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump in which the display for channel a was blank, which could have caused an interruption of delivery. The reported condition occurred during power up in the central supply department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available